Event description:
It was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump and manual insulin injection. The customer continued to use the pump for insulin therapy.